Manufacturer narrative:
Complaint sample was evaluated and the reported event was not able to be confirmed. Visual inspection of the returned plate showed that one of the k-wire holes had some minor damage, and the investigational dimensional layout determined that the damaged k-wire hole was undersized. However, the other two k-wire holes in the dvr plate which were not damaged were found to be conforming. It was determined that the damage to the k-wire hole in this dvr plate was most likely caused during surgery when the user inserted the k-wire through the k-wire hole under power with excessive speed. This caused a friction weld between the k-wire and the dvr plate, deforming the dvr plate around the hole. However, this cannot be confirmed as it is indicated that the proper surgical technique was used. Device history records were reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "many instruments are intended for use with a specific implant system. It is essential that the surgeon and operating theatre staff are fully conversant with the appropriate surgical technique for the instruments and associated implant, if any."

Event description:
During an open reduction internal fixation of the distal radius, the guide wire became stuck in the fixation plate. The plate was removed from patient's bone and replaced with another to complete the procedure.